Event description:
It was reported to vyaire medical that the map (mean airway pressure) seems to be off by 5cmh2o after adjusting map to read accurately on a 3100a ventilator. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6).at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.